Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the video cable was broken, resulting in stripes in the image. For the fiber bonding in the outer tube area (distal end) was damaged, and the (r-unit) charged coupled device was found to be broken, the most probable cause was attributed to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Tthe customer returned the rigid video laparoscope, which is an olympus-owned asset, with no reported complaint. During device analysis, the service technician identified that the video cable was broken, resulting in stripes in the image. In addition, the fiber bonding in the outer tube area (distal end) was damaged, and the (r-unit) charged coupled device was found to be broken. There was no patient involvement.